Event description:
It was reported that revision surgery was performed.

Manufacturer narrative:
The returned insert was examined dimensionally and visually. The purposed of this investigation was to determine the reason the polyethylene insert did not lock in the tibial tray. No destructive testing was conducted. The critical interlocking dimensions of the insert were checked against the required specifications. All dimensions were within specification except those which could not be measured due to the deformation present. The as-received insert was photographed. The insert had deep scratches and deformation at the top of the post. The insert was gold coated to examine the anterior locking edge and undersurface of the insert under a stereomicroscope. There were deep scratches and a gash observed above the right anterior locking edge. The undersurface of the insert showed signs of burnishing and scratching across the top of both dovertall ends likely due to sliding on top of the tibial tray anterior locking mechanism. The left anterior edge of the insert undersurface was rounded over. An insert that has been locking in a tibial tray has deformation on both edges of the anterior locking mechanism. The returned insert had areas of sharpness and deformation along both edges of the anterior locking mechanism. Based on this feature, it could not be determined if the insert was fully locked into the tibial tray.